Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that the patient expired due to cardiac arrest while still attached to the cycler. The patient contact found the patient on 05/12 at approximately 4am. Additional information was provided through follow-up with the patient¿s pd clinic. The patient was in treatment on (B)(6) 2026 connected to the liberty select cycler. The patient was in dwell on cycle 5 when her spouse found her unresponsive. The spouse called 911 and began cardiopulmonary resuscitation (CPR). The spouse continued CPR until emergency medical services (ems) arrived. The patient was transported to the hospital. Resuscitative efforts were unsuccessful and the patient was pronounced deceased. The cause of death was documented as cardiac arrest. There were no issues with the treatment, or the liberty select cycler prior to the adverse event. The patient had a history of being non-compliant with treatments and medications (unspecified). It is unknown if the non-compliance contributed to the death.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that the patient expired due to cardiac arrest while still attached to the cycler. The patient contact found the patient on (B)(6) 2026 at approximately 4am. Additional information was provided through follow-up with the patient¿s pd clinic. The patient was in treatment on (B)(6) 2026 connected to the liberty select cycler. The patient was in dwell on cycle 5 when her spouse found her unresponsive. The spouse called 911 and began cardiopulmonary resuscitation (CPR). The spouse continued CPR until emergency medical services (ems) arrived. The patient was transported to the hospital. Resuscitative efforts were unsuccessful and the patient was pronounced deceased. The cause of death was documented as cardiac arrest. There were no issues with the treatment, or the liberty select cycler prior to the adverse event. The patient had a history of being non-compliant with treatments and medications (unspecified). It is unknown if the non-compliance contributed to the death.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler and the patient event of cardiac arrest and death. However, there is no documentation in the complaint file to show a causal relationship between the death and use of the liberty select cycler. Additionally, there is no allegation of a device malfunction or deficiency reported for this event. There were no reported issues with the treatment or the cycler prior to the patient becoming unresponsive. ¿patients on dialysis have a substantially higher multivariable-adjusted mortality than patients not on dialysis who have cancer, diabetes, or cardiovascular disease¿ among patients with eskd, cardiovascular disease accounts for approximately 50 percent of deaths.¿ furthermore, it was reported that the patient was non-compliant with treatment and medications. It is unknown if this contributed to the adverse event. Based on the available information and no allegation or evidence of a malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s death. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. A (as-received with reduced dwell) simulated treatment was performed and completed. The cycler underwent and passed a system air leak test and a valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover behind the front panel assembly. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.